Event description:
It was reported that the suture-less connector and catheter connector were explanted because surgeon was not able to aspirate through that segment of the catheter. There was a partial explant/revision on 2014 (B)(6). It was confirmed that the pump had flipped. A new piece of catheter was implanted. The issue had resolved. It was unknown the cause of the issue at the time of report. It was noted that there were no patient symptoms or complications associated with the event. The patient¿s status at the time of report was ¿alive-no injury.¿ the pump system was delivering baclofen.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The sc connector had a tear in the seal near the guide ring.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).